Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was black rubber object in the nozzle, and which could be removed by the engineer. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope nozzle was clogged during reprocessing. Upon inspection and testing of the device, foreign matter was discovered clogging the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing of the scope found during evaluation.

Manufacturer narrative:
Correction: was inadvertently populated on the initial report. Correction: was inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a black rubber is clogged in the air/water nozzle. It is likely that the user's reprocessing and handling deviated from the instructions for use (IFU). It was confirmed that the injection tube (mh-946) was not used for manual cleaning and according to the IFU, which states that an injection tube (mh-946) is used to deliver the cleaning agent to the air and water channels. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and the objective lens cleaning function." 3) "injection tube (mh-946): inspection: confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris." Olympus will continue to monitor field performance for this device.